Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Medical product: compr nano hmrl pps 40mm, cat#: us-115740 lot#: 115240; versa-dial/comp ti std taper, cat#: 118001 lot#: 667150; versa-dial 54x21x64 hum head, cat#: 113063 lot#: 159440; lg hybrid glenoid base 4mm, cat#: 113956 lot#: 307250; simplex p bone cement, cat#: ni lot#: ni product is currently not expected to return to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up medwatch will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04454, 0001825034-2017-04456, 0001825034-2017-04457, 0001825034-2017-04458, 0001825034-2017-00470, 0001825034-2017-00471, 0001825034-2017-00472, 0001825034-2017-00473. Remains implanted.

Event description:
It was reported that a patient underwent a left shoulder arthroplasty, and subsequently experienced tingling and twitching in the cervical neck, radiating posteriorly into the operative shoulder approximately twenty-three (23) months post-implantation with pain also noted. Outcome of treatment is pending at this time. This was reported to be not device related, but possibly related to the patient's shoulder procedure.